Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 30mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found no damage that could have contributed to the failure to deflate or the difficulty to remove.

Event description:
It was reported that balloon deflation issue, removal difficulties, and balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified left-hand shunt. An 8.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, when the device was removed from the sheath after the procedure, the distal tip of the balloon was not deflated, and the balloon was difficult to remove from the sheath. In spite of multiple inflation and deflation were performed to deflate the balloon, the balloon tip was not rewrapped; therefore, the balloon was inserted into the sheath, the balloon tip ruptured. Then, the balloon was successfully rewrapped and removed, and the procedure was completed. There were no patient complications nor injuries reported.

Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that balloon deflation issue, removal difficulties, and balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified left-hand shunt. An 8.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, when the device was removed from the sheath after the procedure, the distal tip of the balloon was not deflated, and the balloon was difficult to remove from the sheath. In spite of multiple inflation and deflation were performed to deflate the balloon, the balloon tip was not rewrapped; therefore, the balloon was inserted into the sheath, the balloon tip ruptured. Then, the balloon was successfully rewrapped and removed, and the procedure was completed. There were no patient complications nor injuries reported.